Event description:
The manufacturer received information alleging that an obstruction alarm sounded, and airflow is not being delivered to the patient. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the "ventilator service required" alarm was duplicated, but the "obstruction" alarm was not. An error code which indicated that the pressure differential between the monitor pressure sensor and the outlet pressure sensor exceeded the specified limit was observed in the device's event log. Additionally, the occurrence of other errors, which indicate "obstruction," was also confirmed. Upon inspecting the device internally, water (contamination) was discovered in the airflow path. The following parts which affected by the water were replaced: the blower assembly, flow sensor, and muffler assembly and the issue was resolved.